Event description:
During a pci procedure, the quantum maverick balloon ruptured at 16 atms on the second inflation. The initial inflation was to 8 atms. The procedure was successfully completed with this device. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous mid lad. No pt injuries or complications were reported. Pt status is listed as "good."